Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
We did recently have an icp monitoring wire malfunction while in the o.r. It seemed to be working fine, but after only a normal amount of manipulation during the case, it began reading impossibly high numbers that were constantly drifting. After troubleshooting everything (including re-zeroing the wire), we ultimately used another wire and everything was fine. Per rep, the wire was thrown out. On (B)(4) 2015: was there a delay in surgery over 30 minutes? Yes, they noticed the microsensor was reading abnormally high numbers and constantly drifting. They tried to re-zero but ultimately replaced it and all was ok. Were there any adverse consequences to the patient? No. What actions were taken as a result of this incident? They used another microsensor and everything was fine.